Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump stopped delivering insulin once 15 units remained. Troubleshooting was unable to be completed and additional information was not provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump was found to accurately calculate the amount of remaining insulin during bolus and basal deliveries; the pump appropriately alarmed for an empty cartridge when the insulin level reached 0 units. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.